Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine 20 mg/ml at 8.417 mg/day, fentanyl 2000 mcg/ml at 841.7 mcg/day, and hydromorphone 1.8 mg/ml at 0.7576 mg/day via an implantable pump for unknown indication for use. It was reported that the patient stated that after her implant in (B)(6) of 2023, the incision closed however in (B)(6) 2023 there was a scab that would not heal. She was working with a wounds team to close the incision that began opening. Since (B)(6) 2023 it continued to open and today they open up the spinal incision (which had a flowonix spinal catheter and was not infected) and open up a 8596sc and attached that to flowonix spinal seg and tunneled it to a new right sided pump pocket. They then put in a new 40 ml pump and it was able to aspirate 1cc from the catheter access port (cap). Then we open up the old pump pocket (left buttock) and removed the old pump. No pus was observed however the hcp cultured this pocket. The hcp believed it was not infected and it was just contaminated <(>&<)> that possibly a suture knot from the initial surgery just never healed. They had her on sulfa so it was believed to come back with clean cultures. No dosing changes occurred. The issue resolved at the time of the report with patient's status being "alive-no injury". The patient's weight was 149 lbs. ***information was omitted and split into sr 606489004 (non-mdt product)***

Manufacturer narrative:
Continuation of d10: product ID 8578 lot# serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 04-nov-2023, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ reduced analysis found that there were no anomalies and no further destructive testing was required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information recieved from the company representative and confirmed with the physician indicated that the cultures had not come back yet.